Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture shortly after implant. This right ventricular (rv) lead was successfully revised and remains in service. No adverse patient effects were reported.